Event description:
It was reported that the bd precisionglide¿ needle broke and lodged in the patient's hip, requiring an MRI. No further information was provided. The following information was provided by the initial reporter: "they have a customer who sent an email stating they had a patient who had product code 305128 lodged in their hip and they need to do an MRI."

Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle broke and lodged in the patient's hip, requiring an MRI. No further information was provided. The following information was provided by the initial reporter: "they have a customer who sent an email stating they had a patient who had product code 305128 lodged in their hip and they need to do an MRI."